Event description:
The customer reported, that the device failed its self-test with a "pacer error." The device was not used on a pt at the time. The problem was discovered during the user's routine testing of the device.

Manufacturer narrative:
The customer has not yet returned the device for evaluation.